Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle experienced hub separation from the device. The following information was provided by the initial reporter: consumer reported when removing needle shields on 5 syringes they were hard to remove. When using extra hard twist to remove the shield, the shield removed with the needle assembly.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 09-nov-2022 . H6: investigation summary: customer returned (3) 0.5ml syringes. Samples received shield pull force testing. Two of the syringes have had their needle shields and hubs separate from the barrel. The hubs have become lodged inside the shields. A pull force test was performed on the remaining syringe. 3.29lbf was required to remove the needle shield. The specification states that all pull forces within the range of 0.85 lbs to 5.95 lbs are acceptable. The remaining sample was within the required range and did not disassemble during testing. A review of the device history record was completed for batch# 1291223. All inspections and challenges were performed per the applicable operations qc specifications. Based on the samples received, embecta was able to confirm the customer¿s indicated failure of needle hub separation. A definitive root cause cannot be determined.

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle experienced hub separation from the device. The following information was provided by the initial reporter: consumer reported when removing needle shields on 5 syringes they were hard to remove. When using extra hard twist to remove the shield, the shield removed with the needle assembly.